Event description:
The facility reported that the resident was in the bath when the lift started to lower on its own. The spreader bar came to rest on the resident's chest. Staff pulled the emergency stop. No injuries were reported. (B)(4).